Event description:
Customer reported damage to pump housing surrounding the usb port, impacting ability to charge device, but pump had not shut down. There was no adverse impact to customer¿s blood glucose level. Customer planned to continue using current pump as backup therapy while cts arranged for replacement, ensuring customer knew how to put pump into storage mode before returning it to tandem using a pre-paid label.